Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure. Factors that may contribute to a failure during step 3 include, but are not limited to, interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract or suture/link, and/or resistance with removing the plunger. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event will be estimated as 07/28/2025. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional procedure. Reportedly, three prostyle devices failed at step 3. The suture of four new prostyle devices were successfully pre-placed. After the interventional procedure was completed, hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.